Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v616865, implanted: (B)(6) 2011, product type: lead. Product ID 3387s-40, lot# v241399, implanted: (B)(6) 2010, product type: lead. Product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp)regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was also reported that the patient's skin was thin over the lead location so a revision was performed on (B)(6) 2016 to graft skin over the lead wires. The hcp noted that the revision was not an immediate issue and was performed as a pre-emptive measure. It is unknown when the issues began occurring. Please see report number 3004209178-2016-14144.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.